Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient developed a pressure injury on the buttock this week, with moisture as a contributing factor. They had a purewick flex female external catheter in place, but staff still had difficulty keeping them dry and told them that the purewick female external catheter did not function as well as the primafit. They feel the primafit could be molded to fit more snuggly, and that the purewick did not keep its shape when they tried to do the same with it, and patients were exposed to moisture. No medical intervention was reported. Per additional information received on 18feb2025, it was reported that the provided treatment for incontinence associated dermatitis and treatment for open wound. Patient was incontinent of stool and urine, purewick device used, but staff found that the patient was frequently wet and required frequent skin cleansing and changing under pads. After several days, staff noted an open wound on the upper outer quadrant of the left buttock. Staff felt that exposure to moisture contributed to skin breakdown.

Event description:
It was reported that patient developed a pressure injury on the buttock this week, with moisture as a contributing factor. They had a purewick flex female external catheter in place, but staff still had difficulty keeping them dry and told them that the purewick female external catheter did not function as well as the primafit. They feel the primafit could be molded to fit more snuggly, and that the purewick did not keep its shape when they tried to do the same with it, and patients were exposed to moisture. No medical intervention was reported. Per additional information received on 18feb2025, it was reported that the provided treatment for incontinence associated dermatitis and treatment for open wound. Patient was incontinent of stool and urine, purewick device used, but staff found that the patient was frequently wet and required frequent skin cleansing and changing under pads. After several days, staff noted an open wound on the upper outer quadrant of the left buttock. Staff felt that exposure to moisture contributed to skin breakdown.

Manufacturer narrative:
The reported event was confirmed use related issue as purewick female external catheter used when patient has incontinent of stool. The root cause identified is "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use. DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and states the following: indications the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Contraindications users with urinary retention. Warnings the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with tubing end bottom end white wicking material vent hole do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate or heavy menstruation who cannot use a tampon. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.